Event description:
It was reported that the programmer's screen was white during boot-up. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the white screen, the device powers up as required. It was also noted that the tabs on the power cord bay door were broken, the media bay door was missing, there was corrosion on the case of the power supply and the handle was cracked.